Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the middle third of the right coronary artery (rca). Predilation with a 2.00x15mm maverick balloon was performed to 12atm. A 2.75x24mm liberte stent delivery system (sds) was then advanced to the distal rca and deployed at 8atm. A 2.50x16mm liberte bare sds was then advanced and could not cross the middle third of the rca and became damaged. A 2.50x18mm non-bsc stent was then advanced and deployed and in the middle third of the lesion at 12atm. Good angiographic results were noted and timi ii flow was restored. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).